Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. After pre-dilation, an unspecified promus stent was placed in the proximal lad. The physician noted some haziness on the distal side of the placed stent and attempted to advance a 2.25x12mm promus element plus stent into that hazy area but had difficulty passing the previously placed stent. "The physician removed the stent delivery system and pre-dilated the hazy area". When they went to load the 2.25x12mm promus element plus stent on the wire, they noticed the stent strut looked flared. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: returned product consisted of a promus element plus stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first row of proximal stent struts had four struts stretched and bent. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).